Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a3, a4, b1, b4, b5, b7, d2, g1, g3, g6, h1, h2, h6, and h11. Corrected: e1.

Event description:
It was reported that a patient was revised approximately seven and a half years post implantation due to aseptic loosening. During the revision the tibial component was loose and de-bonded from the tibial cement mantle. Yellowing and delamination of tibial poly was also noted.

Event description:
It was reported that a patient was revised approximately seven years post implantation due to unknown reasons. There is no additional information available.

Manufacturer narrative:
(B)(4). D10-medical product femoral component option size f right item# 00596401652 lot# 63605137. Stemmed nonaugmentable tibial component option cr/ps/lps size 5 item# 00598604701 lot# 63472937. Bone cement item# 3095040 lot# 8474668. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.